Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular exhibited high capture threshold and increasing lead impedance. The lead was capped. The patient was stable throughout the whole procedure.